Manufacturer narrative:
The customer reported the tubing came apart at the safety clamp during priming, and returned one unused sample of material 2420-0007, lot 25045568. Upon initial visual examination, the set verified the complaint of separation at the lower fitment, solvent connection. The tubing was examined under a microscope, and insufficient solvent was found. The sample was forwarded to the manufacturing site for further examination. The investigation confirmed the insufficient solvent application as the root cause. Re-training was carried out on aug. 11th, 2025 to assure the correct solvent application between components. In addition, the frequency of preventative maintenance on the solvent dispenser was improved, and approved sep. 11th, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that when priming primary IV lines I clamped the safety clamp and the tubing spilt/came apart.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.